Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the service history, and an alarm log review were performed. The out of calibration door was identified during functional testing. The cause of the condition was determined to be a missing safety clamp shim. To correct the condition, the door was calibrated by adding a safety clamp shim. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an out of calibration door. No additional information is available.